Event description:
Patient reported "not enough milk production." No indication of treatment or surgical reoperation. Patient later reported rupture confirmed by MRI. Healthcare professional later reported exchange with no complaint against the device. Healthcare professional later reported "ruptured". Device was explanted. This record is for the left side.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ breastfeeding difficulties : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Patient reported "not enough milk production." No indication of treatment or surgical reoperation. Patient later reported rupture confirmed by MRI. Healthcare professional later reported exchange with no complaint against the device. Healthcare professional later reported "ruptured". Device was explanted. This record is for the left side.